Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and during troubleshooting the customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Customer also reported to have received a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. No motor position encoder error alarm on alarm history screen. Unable to perform dat test due to motor error alarm anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.